Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty twisting and locking a connector during a supply change, consistent with an inability to attach the connector, and they resolved the issue by using another connector from the same box. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included successful completion of the supply change with the replacement connector and no alerts or alarms. Investigation included remote troubleshooting and education with confirmation of shipment tracking. Investigation of this case revealed that the initial connector did not lock as intended, while a second connector functioned as expected, indicating an isolated product performance issue with the first connector. It was concluded, based on previously established findings for similar reports, that the cause was a component-level connector issue that could not be reproduced with the replacement part.